Event description:
The ge oec 9800 fluoroscopy system had a reported black images on occasion.

Manufacturer narrative:
A ge oec service rep investigated the issue and found system functioning without issue. Malfunction related to user error, not making proper x-ray exposure. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.